Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Device received with pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose level. Customer's blood glucose value was 33.3 mmol/l at the time of the incident. Another blood glucose level was 4.6 mmol/l. The customer declined troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as headache. The customer was treated with insulin pump. It was unknown that auto mode feature was active or not at the time of event. The insulin pump received insulin flow block alarm. The insulin pump's retainer ring was cracked. The customer stated that the reservoir was able to lock into place. The insulin pump had cosmetic damage. The device will be returned for analysis.